Manufacturer narrative:
Exact patient age is unknown; however, the patient was reported to be over 18 years old. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a fully covered wallflex esophageal stent was implanted successfully on b)(6) 2013, during a stent placement procedure. According to the complainant, the stent was being placed to treat a lesion due to a malignancy. The patient anatomy was not tortuous and had not been dilated prior to stent placement. On b)(6) 2013, the physician confirmed via CT scan that the stent had migrated to the patient¿s stomach. The patient was not experiencing any symptoms or complications due to the stent migration. A stent removal procedure was performed on b)(6) 2013. During the procedure, the physician attempted to remove the stent with rat tooth forceps; however, the string broke. The physician was able to remove the stent using a bsc snare. A partially covered wallflex esophageal stent was implanted in the patient¿s esophagus to replace the migrated stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the stent removal procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device noted that only the stent was returned. Examination of the stent found that it was fully expanded and that the retention suture was broken at a non-knotted section. No other issues were noted. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Stent migration is listed in the dfu for this product as a potential post stent placement complication related to the use of this device. Therefore, the most probable root cause is anticipated procedural complication. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a fully covered wallflex esophageal stent was implanted successfully on (B)(6) 2013, during a stent placement procedure. According to the complainant, the stent was being placed to treat a lesion due to a malignancy. The patient anatomy was not tortuous and had not been dilated prior to stent placement. On (B)(6) 2013 the physician confirmed via CT scan that the stent had migrated to the patient¿s stomach. The patient was not experiencing any symptoms or complications due to the stent migration. A stent removal procedure was performed on (B)(6) 2013. During the procedure, the physician attempted to remove the stent with rat tooth forceps; however, the string broke. The physician was able to remove the stent using a bsc snare. A partially covered wallflex esophageal stent was implanted in the patient¿s esophagus to replace the migrated stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the stent removal procedure was reported to be fine.